Manufacturer narrative:
Investigation description. The ai generated "event as reported" section indicates that there is a likely supply issue and not a misaligned piston. The description states that the user was unable to see drops of insulin from their infusion set, however, was able to complete a dry run (no infusion set or cartridge installed into the ilet) without issue. This indicates that the motor and piston were able to move fine but ran into an obstruction during insulin delivery. This indicates that the piston pressed against the plunger of the cartridge but was unable to move. This indicates that the plunger was unable to move as insulin in an incompressible liquid. This indicates that the fluid path for insulin to flow was blocked, aka, a supply blockage. This is not an ilet issue and the ai generated prompt is misleading and inaccurate.

Event description:
It was reported that the insulin pump generated repeated ¿38 ¿ insulin, consecutive stalled motor¿ alarms during tubing fill, with no drops observed around 28 units, suggesting a piston alignment or motor stall during dispense; the user had successfully performed a dry run to 60 units and then experienced the alarm again after rewind, cartridge insertion, and setup of connector, tubing, and cannula. Symptoms included no insulin delivery during priming. Outcomes included interruption of therapy requiring device replacement. Investigation included technical troubleshooting with device restart, dry run, and guided supply change. Investigation of this case revealed recurrence of stalled motor behavior consistent with a dispensing mechanism malfunction. It was concluded that the device experienced a motor stall during insulin dispense leading to failed priming.